Manufacturer narrative:
The returned device was evaluated and revealed a leak in the balloon. The cause of the reported malfunction could not be determined.

Event description:
It was reported to boston scientific corporation in 2005, that a c.r.e. Balloon dilatation catheter was used during a procedure in 2005, (patient gender, age and weight unknown). According to the complainant, during the procedure the balloon popped as soon as it was inflated. The procedure was successfully completed with another c.r.e. Balloon dilatation catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "ok".